Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿impact of endograft fabric on aneurysm sac remodelling after elective infrarenal endovascular aneurysm repair¿ seven j.g. Leeuwerke, rianne e. Van rijswijk, marieke haalboom, clark j. Zeebregts, robert h. Geelkerken, michel m.p.j. Reijnen european journal of vascular & endovascular surgery (2025), doi: https://doi.org/10.1016/j.ejvs.2025.07.025. A.2 & a.3 an average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿impact of endograft fabric on aneurysm sac remodelling after elective infrarenal endovascular aneurysm repair¿ the time frame of this study was over a ten-year period. Endurant ii (n=153) and non-mdt stent grafts were implanted in the endovascular treatment of aaa¿s on unknown dates. The following adverse events occurred: occlusion, dissection, post implant syndrome, infection, pneumonia, impaired renal function, embolus, aneurysm enlargement, ischemia, intervention no further information was provided pertaining to medtronic products.